Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. No frozen screen anomalies noted during testing; time advanced properly. No button error alarms noted during testing. Intermittent button response on the up and down arrow buttons due to corrosion on keypad traces. Device received with cracked keypad overlay graphics. Device received with minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker, stained address/serial number label and corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons and damage. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. When asked for any significant event leading to the keypad issues, the customer stated that there was none but the customer tucked the insulin pump in their shirt and sweats. The customer also stated that above the medtronic bubble sticker looked burned or discolored. The time on the clock did not advance when monitored for one minute and the customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.